Event description:
It was reported that the device had alarms for no apparent reason and intermittently gives air in line error. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf a,g,b,c,d grids, manufacturer narrative. Omit : a1601 - device alarm system (1012) , g0600101 - alarm, audible, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had alarms for no apparent reason and intermittently gives air in line error. There was no patient involvement.